Manufacturer narrative:
In the previous report, it was reported as a serious injury. As per pms decision received, it will be reported as a product problem. In this report, section adverse event/product problem, type of reported complaint, health impact grid have been updated/corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, it was reported as a product problem. As per pms decision received, it will be reported as a serious injury and patient outcome code grid has been corrected. In this report, box b, g, h has been updated/corrected.